Manufacturer narrative:
The lead remains implanted. If additional information is received, this report will be updated.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to noise with isometrics and oversensing. A new ra lead was implanted. No additional adverse patient effects were reported.